Manufacturer narrative:
Additional information: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Date of the event was reported as an unknown date in (B)(6) 2020 (also reported as "this week"). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported particulate was observed in an intravia container. The particulate was described as plastic pieces ¿floating around in bags¿. During compounding, the set is used in conjunction with the baxter repeater pump and non-baxter needle free valve. The device is filled with unknown medicated solution (example of the complaint stated milrinone and dextrose). There was no patient involvement. No additional information is available.